Event description:
This report is being filed as an adverse event, solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the cycler was sharing an electrical outlet with other appliances and lost power. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error, as manual rinseback should have been performed following the power loss. The cycler power loss has been attributed to the cycler sharing the same electrical outlet as other electrical devices. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. The user's guide provides adequate instructions for cycler power recovery and for rinseback. The user's guide states that rinseback should be promptly performed in the event of a power loss. The user's guide also advises that "non-medical equipment should not be used within six feet of the nxstage system one and to plug the warmer and the cycler into separate outlets from other devices. "Nxstage reviewed the event with the facility, and additional training was provided regarding manual rinseback. Nxstage considers this report closed.